Event description:
Healthcare professional reported left side rupture confirmed with mammogram and ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side rupture confirmed with mammogram and ultrasound. Device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed with mammogram and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d4, d9, g2, h3, h6.